Event description:
The customer reported the generation of erroneously low ion-selective electrolyte (ise) patient results on their au680 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics.

Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the customer's au680 chemistry analyzer and observed the ise had a leaking buffer valve and the mid standard nozzle and ise waste were partially blocked. The fse determined that the issue was attributed to defective buffer valves, ise mix motor and reference electrode. Replacement of the buffer valves, ise mix motor and reference electrode resolved the issue. Information not provided by customer. Initial reporter telephone number is (B)(6). The beckman coulter internal identifier is case-(B)(4).